Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The pt presented with chest pain and in-stent restenosis of a non-bsc stent was confirmed in the proximal left anterior descending (lad). There was a 75 % stenosis, and the lesion was 28mm in length. The vessel diameter was 2.75mm. The physician predilated the lesion with a 2.5mm non-bsc balloon. The physician then advanced and deployed a 2.75x28mm taxus express2 drug eluting stent to 9 atms at the lesion. The stent placement was well positioned and well apposed. The pt had no complications. Two days later, the pt complained of chest pain while still in the hosp. The physician confirmed an abnormal electrocardiographic waveform, and performed coronary angiography (cag). Cag confirmed thrombus located inside the proximal portion of the taxus stent. An intra-aortic balloon pump was inserted and the lesion was dilated by a unk size/type balloon catheter. The physician confirmed timi 3 flow, and the procedure was completed. The pt is recovering and the pt's condition is listed as stable. The relationship of the device to the event is unk. The pt was on ticlopidine, aspirin, and panaldine at the time of the event.

Manufacturer narrative:
Device analysis. The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. This investigation will be assigned the most probable root cause classification of anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.